Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was noted for high impedance in bipolar configuration on the right ventricular (rv) lead. Cardiac compass has invalid data was also noted on the implantable pulse generator (ipg). The lead and ipg remain in use. No patient complications have been reported as a result of this event.